Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - asr hip resurfacing system (right). Update received: 17th april 2014 - added hospital: (B)(6), added reason(s) for revision: pain, added products: head and cup and amended product type: asr xl. Asr revision, asr xl - right, reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.